Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6), study ID (B)(6). It was reported that the si screw extend ventral to the sacrum, left s1 screw extends 1.3 cm ventral s1. There were no patient symptoms reported. There were no further complications reported regarding the event. Onset date was (B)(6) 2024.  Diagnostics: x-ray1 on (B)(6) 2024 identified s1 screws misplaced. Interventions: CT ordered. Outcome status is recovering/resolving. Lumbosacral spinal levels involved: l5-s1. Severityof ae is mild. Primary diagnosis was stenosis. Site related assessment: not related to capstone peek spinal system implant, tlif grafting material and causal relationship to posterior supplemental fixation system and procedure (tlif l4/s1). Sponsor assessment: causal relationship to procedure and posterior supplemental fixation system. Not related to tlif grafting material and intervertebral body fusion device. CT without contrast2 was performed on (B)(6) 2024. Results: s1 screws extend to or just anterior to the anterior cortex of the sacrum. Comments: si screws extend ventral to the sacrum, left s1 screw extends 1.3cm ventrals1. CT: screws extend to or just anterior to the anterior cortex of the sacrum.patient is asymptomatic. No in-patient hospitalization/prolongation reported. Also, no additional/revision surgery performed.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.